Event description:
During evaluation of a returned homechoice device, a high drain error 108 (night drain #8) alarm was identified in the log. A high drain alarm occurs when a patient has drained a volume equal to 200% or greater than the patient¿s prescribed fill volume. The alarm occurred on (B)(6) 2014 at 13:32:01. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. The cause of this issue was undetermined. Should additional relevant information become available, a supplemental report will be submitted.